Manufacturer narrative:
Customer reported that a pyxis anesthesia es system had a biometric scanner malfunction. Customer reported a delay to patient care. The customer did not disclosed the length of the delay .the nature of the procedure was for a cesarean section. There was no patient or user harm reported. This event is recorded in complaint number (B)(4). A field service technician evaluated the device and performed installation of bio-ID, configured and installed new drivers. Device was tested and functioned as normal.

Event description:
Customer reported that a pyxis anesthesia es system had a biometric scanner malfunction. Customer reported a delay to patient care. The customer did not disclosed the length of the delay. The nature of the procedure was for a cesarean section. There was no patient or user harm reported.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, b5, d1, d4, d5, g6, h2, and h6 a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 16-apr-2020 to 16-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the station failed bio ID for users. A field service engineer performed a complex repair that required installation of two different bio-ids and configured and installed new drivers. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es system had a biometric scanner malfunction. Customer reported a delay to patient care. The customer did not disclosed the length of the delay .the nature of the procedure was for a cesarean section. There was no patient or user harm reported.